Event description:
The tip of the flexible screw driver broke off during insertion of a screw into the acetabulum.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. Conclusions: the root cause was determined to be application of excessive force by the user.

Event description:
The tip of the flexible screw driver broke off during insertion of a screw into the acetabulum.